Manufacturer narrative:
This report is submitted on september 09, 2022.

Event description:
Per the clinic, the patient developed an infection. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (duration not reported). Subsequently, the abutment was removed on (B)(6) 2022, under general anaesthesia. This report is submitted on november 01, 2022.